Event description:
It was reported that while the patient was in the or for bowel resection, an ECG monitor captured several beats of wide complex tachycardia undetected by the device and requiring external rescue. "Device did not detect, probably because rate was below programmed zone." Earlier in day, device reported two episodes of t-wave oversensing resulting in detection and inappropriate shock. Physician stated oversensing was not surprising due to patient's severe electrolyte imbalance. Also reported undersensed r-waves. It was later noted by manufacturer's representative that the patient expired "with no apparent complications from the device." The cause of death has been requested and not received.

Event description:
It was reported that while patient was in or for bowel resection, ECG monitor captured several beats of wide complex tachycardia undetected by device and requiring external rescue. Monitor strip showed arrhythmia did not meet required detection algorithm as was below programmed rate. Patient had been "externally shocked inappropriately for rhythm that was inappropriately seen as vt." Earlier in day, device reported two episodes of t-wave oversensing resulting in detection and inappropriate shock. Physician stated oversensing was not surprising due to patient's severe electrolyte imbalance. Also reported undersensed r-waves. Later noted by manufacturer's representative that patient expired "with no apparent complications from the device. Per the physician, cause of death was cardiomyopathy and there was no concern regarding device performance. Patient was not pacemaker dependent and last device check (B)(6) 2010 showed normal device function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/14/2010 revealed the patient had died. Of note, the reportable malfunction and/or serious injury is normally submitted via a (B)(4) medwatch report submission that would have been due on (B)(6)2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.